Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient underwent a coronary procedure on (B)(6) 2014, with implantation of a 3.0 x 28 mm absorb bioresorbable vascular scaffold (bvs) in the distal circumflex (cx) artery. The patient was scheduled to undergo a planned heart surgery on (B)(6) 2016; however, the patient had a gum infection and the surgical procedure was cancelled. The patient went to the supermarket on (B)(6) 2016 and complained of abdominal pain. An ambulance was called and the patient collapsed. Cardiopulmonary resuscitation (CPR) was performed; however, the patient could not be resuscitated and died on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the absorb bioresorbable vascular scaffold system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the patient died of causes related to ischemic heart disease. Per study physician, the death may be related to scaffold thrombosis. No coroners investigation was performed. No additional information was provided.